Event description:
It was reported that during the implant procedure the lead had no sensing in the atrium. It was noted that the physician made multiple positioning attempts. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated damage at implant.